Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hoon lee et al 2012 (zimmon pancreatic) ¿ ¿prophylactic temporary 3f pancreatic duct stent to prevent post-ercp pancreatitis in patients with a difficult biliary cannulation: a multicenter, prospective, randomized study¿. Objective: to evaluate the efficacy and usefulness of a temporary 3f ps to prevent pep in patients with difficult biliary cannulations. (Off label use). Procedure: the endoscopic approach to ps placement involved passing a 0.018- or 0.021-inch/480-cm guidewire (cook endoscopy, winston-salem, nc) deep into the pd, at least past the genu. Before pancreatic stenting, pancreatography was performed to visualize the correct direction of the pd. Then, an unflanged single pigtail-type ps (zimmon; cook endoscopy) with a small-caliber (3f) and 4, 6, or 8 cm in length was placed over the guidewire. Successful ps placement was achieved when the stent was appropriately positioned within the pd and its distal end was positioned in the duodenal lumen. Prophylactic ps placement was performed before biliary therapeutic procedures such as stone extraction or stent placement, but not for biliary sphincterotomy. (Off label use: prevention of post ercp pancreatitis). The rate of spontaneous dislodgment by day 7 was 94% (45/48). Follow-up plain abdominal radiographs were obtained to assess spontaneous stent dislodgment the day after ercp. If the stent had not passed within 48 hours, a simple abdominal radiograph was obtained every day until day 7. If the stent had not passed spontaneously by 7 days, endoscopic removal was performed. All ercp procedures were performed by 2 experienced endoscopists. Spontaneous dislodgment of the ps was defined when the entire stent completely migrated from the pd within 7 days without any intervention.